Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked about the cause of the not working/"no signal" issue, the patient said they were not pleased with the results of the stimulator. No actions/interventions have been taken to resolve the issue. The patient also said they have not used their device for many years and they've had good results with mirabegron. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins helped when they first had the implant, but they were not happy with it so they quit using it. They haven't used their patient programmer (pp) in years and they said their ins is not working; no longer giving any "signal." The patient doesn't know if their ins is on or off. They didn't have access to their pp. It was reviewed that the patient can see if their pp communicates with their ins, and if not, they can contact their healthcare provider (hcp). They may consider getting an eligibility form filled for an MRI facility. No patient symptoms were reported and no further complications have been reported as a result of this event.